Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
The patient presented for a refill and had 8 ml returned when drug was aspirated from the reservoir. The clinician expected 2 ml. A dye study was performed, but they could not aspirate an appropriate amount from the side accessory port to complete the study. The patient was taken to surgery for exploration of pump pocket and connections. A kink in the proximal segment of the catheter was noted. The patient¿s symptoms included less than 50% therapy relief, and they had increased pain it was later reported that no catheter revision was performed. The sutures used to ¿tack the pump down¿ in the abdominal wall were no longer holding. The pump had been flipping, and the catheter was very twisted and kinked. The physician angled the catheter and checked flow. The patient was receiving adequate therapy at the time of the report.